Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and checked survey post and error logs. Upon troubleshooting, fse found geo ipc problem. Fse downloaded board software of geo ipc. After that the system was returned to use in good working order.

Event description:
It has been reported to philips that the c-arm movements were not available. No harm has been reported to philips. Philips has started an investigation of this complaint.